Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the software was displaying a localizer faulted message and the camera fault light was on. The site rebooted the system with no change. The other navigation system was in use so they were not able to continue troubleshooting the issue. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The camera was replaced. The camera was returned to medtronic for analysis. Testing was conducted and electrical failure of the camera was confirmed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: vendor investigation also confirmed and isolated the issue to a faulted illuminator board. The faulty illuminator had been replaced and the returned unit has been characterized as extended pyramid volume. The unit has also passed outgoing product testing. As the reported issue was unrelated to a software issue, a software analysis was not performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.